Manufacturer narrative:
The involved spectrum ii suture hook was received by conmed on (B)(6) 2016 for evaluation. An evaluation is currently in process. Once the evaluation has been completed a follow-up submission will be filed.

Event description:
The customer reported that during a left knee arthroscopic meniscus suture procedure on (B)(6) 2015, a fragment of the spectrum ii suture hook, 45 degree left, broke off into the surgical site. The fragment was retrieved contributing to a 15 minute extension of surgery time. The procedure was completed successfully using another of the same device. The knee arthroscopic procedure was completed as intended with no complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The involved spectrum ii suture hook was received for evaluation on january 8, 2016. A visual inspection verified that breakage occurred at the location of the weld. The tip portion was not returned. Microscopic inspection by the manufacturing engineer (me) determined that the welded area where the breakage occurred was the result of the use of excessive force and shearing. A review of the device history record showed that this lot was manufactured on 11-jan-2013 in a lot of (B)(4) units. There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history shows there have been two(2) similar complaints for this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to this device failure mode. The suture hook is a limited reuse device (five (5) procedures). This device is three (3) years old. Over extended use and improper handling of the device can cause wear, damage and/or breakage to the suture hook, which the user experienced. To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.